Event description:
I had a wright medical mon right hip replacement in (B)(6) 2002. Since the surgery, I have experienced right hip pain and was told that happens in about 5% of hip replacement cases. I accepted this explanation and got on with my life just dealing with the pain day-to-day. Over the past 5+ years I have developed a bizarre constellation of symptoms that include severe nearly global arthralgias and myalgias, ataxia, falls (at least 3 times with no injuries beyond "road rash"), hearing difficulty, visual fuzziness, confusion and last but not least gi and gu problems. Recently I noticed something online about mom hip replacement problems. My doctor agreed to do cobalt / chromium levels and they were quite high. I was actually relieved to find the labs were abnormal as it explained my symptoms.